Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate again the reported issue. The device battery pins were replaced as a precautionary measure. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported.